Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. The exact date was unk, but the customer stated that it was during the first week of december. The customer stated that her blood glucose levels usually drop during the night, and didn't feel that the insulin pump had anything to do with the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.